Event description:
It was reported that the physician was doing his first lp case. During the ultracinch portion of the procedure an inadvertent puncture of the ivc occurred during dissection which was easily repaired. The surgeon stated that the damage to the ivc was not caused by the epicor device. The physician then proceeded to ablate with the ultrawand. The tubing and wand were both primed to gravity and the pump was set to 120ml/hr. The pump was started without issue and the ultrawand was correctly placed and the ablation was initiated. The temperatures were steady (no higher than 85c on the screen) in accordance with a textbook ablation cycle. With approximately 20 seconds to go, there was a loud "popping" sound and steam was coming from the ultrawand device. The surgeon removed the ultrawand from the patient's tissue and inspected the area; no visible harm was noted. The epicor portion of the case was concluded. The physician was unsure what caused the popping sound. The patient was reportedly ok; the extent of steaming was undetermined. The sjm fce was present during the procedure. The surgeon feels that there is a potential for injury from steam from the wand. An ultracinch, ultrawand and pas kit were used during the procedure. It is unknown what other devices were used. Sjm product surveillance was not notified of this event until 6/8/2009.

Manufacturer narrative:
We are in the process of investigating this event. A follow-up report will be submitted upon completion of our investigation.